Event description:
During an initial implant procedure, the setscrew on the device was unable to tighten to secure the lead in place due to observed damage to the set screw. A new device was selected and successfully implanted to resolve the event. The patient is stable. Following the implant, the physician tried to connect the setscrew of the device with an extra lead. The device was able to connect to the lead successfully, however the set screw would not loosen.

Manufacturer narrative:
The reported complaint of broken setscrew by being stripped was confirmed. The reported complaints of loose or intermittent connection and inability to disconnect were not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and revealed that ventricular hex inset of the setscrew was stripped, which is consistent with improper wrench insertion during the implant procedure. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.